Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.

Event description:
This pt's device is at eri and was replaced with another ICD. There were 8 shocks (not including test/induction shocks) and output on the leads was at 2.8 v and 0.5 ms for both a and rv. This pt has a low pacing percentage though (less than 35% in a and less than 5% in v). This is all the available information at this time. If additional information is received, this event will be updated.